Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump lost power. It was being used as an aortic vent. The perfusionist (ccp) checked the connection in the back and it was good. The loss of power occurred three times during the case. The device was not changed out, as the pump was restarted each time it stopped. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(4) 2014: the perfusionist (ccp) reported that the aortic vent roller pump stopped on four occasions during a procedure on (B)(6) 2014. These stops were very short and the pump was able to be re-started quickly. The system-1 logs were collected (on-site) and sent to the MFR. The logs indicated the aortic vent stopped on four occasions (as reported) and that the vent pump was configured to stop, if the centrifugal arterial pump stopped. According to the logs, the arterial pump stopped at 9:16:10, 9:37:14, 9:49:16, and 11:39:38...and the vent stopped at each of these times. The ccp stated this did not make sense, as she changes the configuration (message only) during set-up. The logs did confirm this behavior in past cases, but in this specific case the pump response was not changed to message only. Thus, the vent pump stops were per configuration and there appeared to be no functional issue. The case was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Per the field service rep (fsr), the customer used the pump without a problem on (B)(6) 2014. Per the field service rep (fsr), technical support checked the logs and found that the user has it configured to shut off this pump anytime the centrifugal pump shuts off. Logs show that the centrifugal pump was manually shut off four times during the course of the surgery, this then triggered the shutdown of the pump in question. The fsr explained this to the perfusionist (ccp), she did not accept this because she routinely reprograms the vent pump response to "message only" when starting the case. The fsr checked the logs found that to be true in all cases except for the day and time this problem occurred. The software date logs were received by the MFR on (B)(4) 2014.